Event description:
The patient reportedly was making slower progress than expected while using the device. The patient was seen at the center for evaluation. Programming adjustments were made. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming recommendations were made. It was recommended that the patient have a CT scan. The patient continued to be monitored by the center. However, a decision was made to explant the device. Surgery to explant the patient's device has been scheduled.